Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between 04/02/2026 and 04/03/3036. The wearable was inserted into an off-label insertion site. On (B)(6), in the early morning hours approximately 7:30 am, the patient experienced low cgm. The patient experienced shakiness, confusion, and nearly losing consciousness. Treatment was initiated at home by the wife with two injections of glucagon approximately 10¿15 minutes apart due to lack of improvement after the first dose. Once the patient was alert enough to swallow, he was given three tubes of liquid glucose, followed by bread with jam. Despite treatment, cgm readings continued to read low range. Ems were called by the wife. Upon arrival, ems performed bg which read 97 mg/dl and 89 mg/dl while cgm continued to read just "low". Ems remained on scene for approximately 30¿60 minutes only, they tried calibrating the sensor twice without improvement. At that time after symptoms partially improved and the patient started a new sensor. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.